Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Patient reported experiencing hypoglycemia before the receiver alerted her due to inaccurate values. She felt low and this is what prompted her to do a finger stick and check the bg value. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.